Manufacturer narrative:
The na electrode lot number was dnx93. The expiration date was not provided. The alarm trace showed multiple "abnormal calibration for na" and "is concentration for na out of range" alarms. The field service engineer found that the cause was contamination in the sipper pathway. He decontaminated the pathway and replaced the sipper and the vacuum nozzles. He then performed ise checks, precision studies, calibration, and qc, and they were all within specifications. The service actions performed by the engineer resolved the issue. No further issues were reported after the service visit.

Event description:
We received an allegation of questionable ion-selective electrode (ise) results for 1 patient sample tested on a cobas pro ise analytical unit. Results for the sodium (na) test were affected. Initial result: 149.2 mmol/l. Repeat result: 139 mmol/l (tested on a different c503). The repeat result was deemed to be correct. Reportedly, an amended report with the correct result was issued.